Event description:
Customer reports back to back on the same meter while using the advantage system with results of 469 mg/dl and 193 mg/dl. No quality control information was provided. No adverse event reported. A request was made for return of the suspect product, and a replacement was sent.